Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA. Device not available for eval.

Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not advance. The surgeon applied another device. The hosp has reported that no pt injury occurred.